Event description:
Complaint alleged that during a routine shift check by a clinicia, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.